Event description:
During surgery two appendectomy staplers broke. The stapler fired, but it would not open or function after that. The first one broke, so a new was opened. The new one also broke in the same manner after one stapler load fired.